Event description:
An overseas distributor reported that a device user reported that the device indicated a self-test failure.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Visual examination of the device confirmed the complaint that the device indicated a self-test failure for low battery. Inspection of the device's internal log file confirmed that a low battery self-test failure had been displayed. The device was tested with a known good battery and found to operate according to specifications. The device's dfu (directions for use) instructs the operator to replace the battery if the device indicates low battery charge. Relevant statements from the dfu include: in some situations, the operator will be instructed to change the battery or defibrillation pads. It is important to always have spare batteries, pcmcia cards, and other accessories available. Caution: make sure the rechargeable battery is fully charged. Loss of power during pt care could result in injury. Always have a fully charged back-up battery available. Caution: check the capacity of a non-rechargeable battery after each use. Replace the battery if "low battery" is indicated. Apparently the user failed to follow the dfu and incorrectly concluded that the device required service. The battery is of a quick-change design to allow the user to remove and replace the battery in seconds. The conclusion of the investigation is that there was no failure of the device itself, and that the return of the device for repair was due to the user's failure to recognize that the device required a charged battery to be inserted. The device was fully inspected and passed all performance testing prior to being returned to the customer.